Event description:
The ortho summit sample handling sys instrument did not pipette sample or reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) replaced lld spring, plunger clamp, and tip clamp to correct problem. Fse ran splld checking procedure and customer software without issue. The instrument was tested without problem and was returned to expected operation.